Event description:
(B)(4) discordant sars result when compared to pcr testing for (B)(4) symptomatic patient. The patient tested positive with sofia sars followed by a negative result with molecular (pcr testing). The second sample was collected within 45-90 minutes of the antigen test to be sent for pcr testing. The physician reported the positive result matched the clinical presentation of the patient and patient history.

Manufacturer narrative:
Investigation conclusion: tested returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A quidel representative visited the site to review test protocol and did not find any abnormalities. Root cause: could not duplicate with returns. Source: phone and email.